Event description:
Pt developed infection at pump site shortly before explant. Pt has a colostomy on the other side of the abdomen. Hcp felt that possibly the pump site was contaminated by the colostomy. Infection necessitated explant. Pt recovered from infection.